Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Expected, but not yet returned.

Event description:
It was reported during incoming inspection at the distributorship that the seal was weak on the inner packaging which could compromise sterility. There was no patient involvement.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. UDI# - (B)(4). Complaint sample was evaluated and the reported event was not confirmed; review of the returned product determined that the seal width is acceptable per packaging inspection criteria DHR was reviewed and no discrepancies were found. The device analysis indicated that the device met specification. Given the evaluation results this is no longer considered a reportable event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.